Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "indurated cord", "indurated", and "lost its volume" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site, poor effect or weak filling effect.

Event description:
Healthcare professional reported "'persistances' of an indurated cord" 3 years following injection with juvéderm® volbella¿ with lidocaine. It was also noted: "white lip has lost its volume the product is resorbed except at one place that has become indurated (right side) not aesthetic". No treatment administered. Symptoms ongoing.